Event description:
A malfunction alarm was reported by the customer, specifically identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so; the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arise, which the customer acknowledged and understood.